Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net transmission, failure to interrogate was observed. The transmitter was unable to read radio frequency (rf) telemetry of the device. New transmitter with no rf telemetry was replaced.